Event description:
The log files showed a no external power alarm on (B)(6) 2021 at 8:35 due to the interruption to the mpu being interrupted.

Manufacturer narrative:
Section d4: serial number was requested but not provided. Manufacturer investigation conclusion: the reported event power cable disconnect, low power hazard, and no external power alarms active while connected to the mobile power unit (mpu) was confirmed via the submitted log file. The heartmate mobile power unit was not returned; however, log files were submitted. The submitted log files (labeled (ac011031 and ac081308) contained partially overlapping data spanning approximately 14 days (B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log file captured a loss of external power while connected to the mobile power unit on (B)(6) 2021 from 22:05:17 to 22:05:20, 22:05:51 to 22:05:54, on (B)(6) 2021 from 17:32:09 to 17:32:16, and on (B)(6) 2021 from 16:56:33 to 16:56:37. During these times, the log file displayed a low voltage hazard, power cable disconnect, and no external power alarm when the rsoc voltage and bus voltage dropped below the expected voltage threshold. The alarms resolved when the rsoc and bus voltage were restored to their expected voltage thresholds and when external power was restored to the mobile power unit. Additionally, the submitted log file (labeled ac171130) contained data spanning approximately 7 days (B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log file captured a loss of external power while connected to the mobile power unit on (B)(6) 2021 from 08:35:05 to 08:35:18, and on (B)(6) 2021 from 18:08:05 to 18:35:18. During these times, the log file displayed a low voltage hazard, power cable disconnect, and no external power alarm when the rsoc voltage and bus voltage dropped below the expected voltage threshold. The alarms resolved when the rsoc and bus voltage were restored to their expected voltage thresholds and when external power was restored to the mobile power unit. Multiple attempts were made to obtain additional information about the reported event such as if the mpu was exchanged or removed from service, if the mpu will be returning, the serial number of the mpu, if the mpu had the v-lock connector on the ac power cord, if it is known if the power cord came loose at the wall outlet or at the back of the unit, if there were any environmental circumstances that would have affected the ac power at the time of the reported event; however, no response was given. The root cause of the reported event could not be determined through this analysis. Heartmate iii patient handbook (rev. C) under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook (rev. C) and heartmate iii instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate iii patient handbook (rev. C) and heartmate iii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were sent for review and captured a series of no external power events on (B)(6) 2021 and (B)(6) 2021. Additional log files were submitted which captured power cable disconnect/low power hazard/no external power events on (B)(6) 2021 while tethered to the mobile power unit (mpu). They were caused by the power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during the events.